Manufacturer narrative:
(B)(4).

Event description:
The patient came in for an itb (intrathecal baclofen) pump refill and there was a discrepancy on the residual amount that was supposed to be in the pump. The pump showed that there was supposed to be 4.3 ml remaining, but there was actually 16 ml in the pump reservoir. The patient was not in distress, but had very mild symptoms of withdrawal. The patient was on a very low dose (approx 60 mcg/day). They planned to do a rotor study to check the pump. The neurosurgeon felt that there might have been a catheter issue at the time of implant; they were waiting to receive more information from him. A follow-up report will be sent if additional information becomes available.